Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that there was loss of seal with ovation ix limbs. Re-intervention was completed with implant of two (2) ovation ix iliac limbs. Final patient status was not provided. The patient was reported to be discharged and doing well.

Manufacturer narrative:
An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being discharged and well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that there was a loss of seal with the ovation ix limb(s). Re-intervention was completed with implant of two (2) ovation ix iliac limbs on (B)(6) 2020. The patient was reported to be discharged and doing well. Clarification: the loss of seal reported with the ovation ix limb(s) is classified as a type ib endoleak(s).